Event description:
The sensormedics customer reported that the 3100a ventilator did not meet a performance specification. While doing the performance check, the delta p was out of specification low at 55 cmh20. There was no patient involvement.